Event description:
It was reported that during a da vinci surgical procedure, the cannula accessory was stuck on the suction irrigator instrument. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's snake wrist was dislodged. The female disc of the 8mm snake wrist was dislodged, causing misalignment of the snake wrist. No material was missing. The cannula and seal could not be removed off the shaft of the suction irrigator because of the misalignment from the dislodged snake wrist. Failure analysis found that the dislodged snakewrist was likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the dislodged snakewrist if to recur could cause or contribute to an adverse event.